Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient's device was tested on (B)(6) 2014 and normal mode diagnostic results revealed high impedance (>=10000 ohms). On (B)(6) 2014, magnet mode diagnostics were run and high impedance was found. On (B)(6) 2015, normal mode diagnostics were repeated and high impedance persisted. No patient adverse events were reported. No known surgical interventions have occurred to date.